Event description:
The customer reported the device displayed a battery fail on the strip print out after the self-test.there was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.